Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the patient felt like he was having the flu and was vomiting. He contacted his physician who requested he check his bg using a glucometer. The bg finger stick was 30.5 mmol/l and the cgm value displayed was 8.0 mmol/l. He was taken to the hospital by his father and admitted. He received four IV infusions containing salt and glucose and was discharged after 2 days in stable condition. At the time of the report he felt normal and healthy. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the arm on (B)(6) 2021.